Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported error 832 code was confirmed based on the field service engineer (fse) onsite evaluation. After the fse replaced the console top cover and completed calibration; the console passed full functional electrical safety testing. Analysis of the top cover did not identify damages. The top cover passed all functional testing. As a result, the exact cause that contributed to the console failure to power up cannot be determined. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the laser service history review (shr) was completed. The review confirmed that this laser was installed on 30 july 2016. The system was last serviced on 07 january 2021. The laser console was fully functional with no issues. Device technical analysis: the console was serviced onsite by the fse. After powering up the console error 832 was displayed. The fse replaced the top cover and calibrated the laser console. The console passed full functional and electrical safety testing. The top cover was returned and upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the top cover was in overall good physical condition. The monitor fillips up and down and holds in place. The front and back lids were in place, and opened and closed without any issues. The top cover touch screen and card reader passed functional testing. Labeling review: based on the information provided, there was no evidence that the console was used in a manner inconsistent with the labeling as per xps greenlight operator manual. Investigation conclusion: based on analysis results, a probable cause of cause not established was assigned to this investigation as the reason for the reported failure to power up could not be determined.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the screen on the console was stuck stating please wait. The console was restarted 10 times but the console would not fully boot up. Due to the error, the procedure was cancelled. A patient was present when the error was received, however there were no complications to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the screen on the console was stuck stating please wait. The console was restarted 10 times but the console would not fully boot up. Due to the error, the procedure was cancelled. A patient was present when the error was received, however there were no complications to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the screen on the console was stuck stating please wait. The console was restarted 10 times but the console would not fully boot up. Due to the error, the procedure was cancelled. A patient was present when the error was received, however there were no complications to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported failure to start up was confirmed. The testing of the console onsite by the field service engineer (fse) found that the console displayed a courtesy error message upon start-up. It is probable that the failure to power-up was likely due to an electrical fault with the top cover circuits, thus traced to a component failure. Replacing the top cover resolved the issue. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the console was serviced onsite by the fse. During visual inspection the fse confirmed the reported issue and determined the top cover needed to be replaced. The console was functionally tested after the top cover was replaced. The console passed all functional and electrical safety testing. Labeling review: a review of the laser service history review (shr) was completed. The review confirmed that this laser was installed on (B)(6) 2018. The system was last serviced on (B)(6) 2020. The laser console was fully functional with no issues. Investigation conclusion: based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.